Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient experienced a pocket fill during routine refill by nurse in clinic. The patient became dizzy and started to become somnolent and was having difficulty speaking. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the patient was sent to ER (emergency room) where the pump was emptied and put to minimum rate. The pocket was emptied of drug as well. The actions and interventions taken to resolve the issue was the pump emptied and placed at minimum rate. The pocket was aspirated and the patient was sent to ICU (intensive care unit) for observation. The issue was resolved at the time of the report and it was noted the healthcare provider would not have any further information regarding the event.